Event description:
It was reported that two devices were used during a gastric bypass procedure. While the first device was being used, the bowel was punctured with a 3 inch hole. The hole was sutured. The second device fired, stapled but did not cut. Another device was used to complete the case.

Manufacturer narrative:
Evaluation summary: the device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was 1/3 fired. The cartridge was disassembled to verify the condition of the pan lockout tab and was found normal. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without an difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. 510(k) # is k020779.